Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that one year after implant, the patient developed a systemic infection. The implantable cardioverter defibrillator (ICD) and ventricular lead were explanted. No further patient complications have been reported as a result of this event.